Event description:
The manufacturer received information alleging a ventilator's leak value was high. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, dirt was confirmed. Therefore, flow sensor assembly, tubing kit, motor blower assembly were replaced. In accordance with replacement of motor blower assembly, the following parts pollen filter and stirring fan foam were replaced, which was not related to the malfunction/issue.